Event description:
It was reported in a literature article that patients with colon cancer or gastric cancer underwent a surgical procedure on an unknown date between (B)(6) 2008 and (B)(6) 2010 and suture was used. Some patients experienced incisional hernias, wound infections or additional surgical procedures. Some patients were reported to have died due to cancer or other diseases. Additional information was requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion codes: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.